Event description:
On (B)(6) 2010, the pt was injected with radiesse dermal filler in the marionette lines, nasolabial folds and cheeks. A 3.0cc total was injected into the areas indicated above. Immediately after treatment, a bruise was noted at the lower left lip. On (B)(6) 2010, the pt called into the physician's office and reported adverse event. The physician had pt go to emergency room. Necrosis was identified in lower left lip resulting from arterial occlusion.

Manufacturer narrative:
As the lot number was not provided, a review of the device history records was unable to be performed.